Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had a convulsion not related to the pump system. Physician commented that the patient had cerebrovascular disease, which was assumed to have caused the convulsion. The patient status was recovered. Additional information has been requested, but was not available as of the date of this report.